Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in lens vial. Visual inspection found the haptic torn and pieces of the haptic missing. Work order search : no similar complaints were reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the haptic of a 12.6mm micl12.6 implantable collamer lens, -10.5 diopter, was torn while being loaded and there was no patient contact. The back up lens was implanted. The reporter stated the cause of the event was unknown.